Manufacturer narrative:
The company was able to replicate the reported event. The pneumatics module was replaced to address the issue. The module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatic module was for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the replaced part was performed. The reported event was not replicated and there was no problem found. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that an ophthalmic system stopped working. The procedure details and patient harm were not provided. Additional information has been requested. Additional information received as ophthalmic console did not recognize the viscous fluid pack. Vitro retinal surgery was completed by the alternative console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).